Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in the posterior side assessed, as fold flaw opening. Additional observations: crease flat observed, on the surface of the shell. Yellow particle observed, inside device. Wear abrasion observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional additionally reported, hole in radius through rga form. The record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device has been explanted.